Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn as well as residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b4- "(B)(6) 1984" should be corrected to "(B)(6) 2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.00 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. In the reporters opinion the cause of this event was due to a patient related factor.